Event description:
It was reported that the implant neurostimulator (ins) battery was flipping in the pocket which resulted in the extensions becoming twisted. Elevated impedances were observed and it was not possible to provide adequate therapy with electrodes that had normal impedance. Electrode contacts 1a, 1c, 2b, and 2c showed impedance values greater than 5000. The battery was also approaching the elective replacement indicator. A surgical intervention was performed in which bilateral extensions and ins were replaced. Impedance testing was conducted after replacement revealed normal values. The issue was resolved following these interventions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: b3400060m, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2025, product type: extension, product ID: b3400060, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2025, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot#: (B)(6), ubd: 07-jul-2024, UDI#: (B)(4); product ID: b3400060, serial/lot#: (B)(6), ubd: 16-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
PMA not provided in initial report.